Manufacturer narrative:
Date of event: the event occurred on an unreported date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a chronic fibrotic peritonitis manifested by persistent abdominal pain and diarrhea. The cause and treatment were not reported. The patient was hospitalized for the event. At the time of this report, the patient has recovered from the event. Pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.